Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was advised to go to the emergency room (ER) due to a possible peritoneal infection on (B)(6) 2023. Follow-up with the patient and the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture was collected, and the patient was diagnosed with peritonitis. Although the exact timeline of events is unknown, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a hemodialysis (hd) catheter (not a fresenius product) was placed. The patient is being treated with intravenous (IV) antibiotics (drug, dose, duration, frequency not provided) and is recovering from the events (abdominal pain resolved). The patient has permanently transitioned to hd without issue and remains hospitalized while an outpatient hd chair is located. Per the patient, the cause of the peritoneal infection was never determined.